Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® urine transfer straw the cannula separated from the straw on 4 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-aug-2025. Investigation summary: bd received 20 samples and one photo for investigation. The returned samples and photos indicate that the holder has become separated from the straw and needle assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode separates. No definitive root cause could be established for the reported defect. Regular inspections are conducted to assess the adhesive bond, ensuring that it will not break under a force of 5 lbs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® urine transfer straw the cannula separated from the straw on 4 devices. No adverse impact was reported regarding the patient or user.